Event description:
It was reported by an atty that the plaintiff underwent austin bunionectomy with arthroscopic fixation of the right foot and austin bunionectomy with arthrozorb fixation of the left foot in 1994. Pt was discharged home the same day, but within hrs began to run a fever and within two days began to experience an increase in pain at the operative site. In 1994 pt's physician reported apparent cellulitis of both feet at all 4 incision sites at the first and fourth metatarsys. Pt was admitted to the hosp with an admitting diagnosis of foot infection. Pt was treated with IV antibiotics and discharged home with a continuation of IV antibiotic treatment. A week later pt's fever returned and pt developed a rash. Pt was re-admitted to a hosp with a diagnosis of bacterial infection. Pt's temp was at almost 104 degrees f and pt experienced hypotension and tachycardia. The pt was unresponsive to antibiotic treatment. Eventually, pt recovered and was discharged 9/24/1994 with a diagnosis of suspected sepsis, treated, but not proven, hypotension, severe scarlatiniform rash related to serum sickness.